Manufacturer narrative:
Investigation summary: it was reported the needles were blocked or partially occluded. To aid in the investigation, two samples and one photo were received for evaluation by our quality team. The samples have no plastic shield and the safety mechanisms intact. A visual inspection was performed and no defects or imperfections were observed. Each sample was then functionally tested by connecting them to a syringe with saline solution. Both samples expelled the solution with a normal flow. The photo provided shows the samples received. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Initial reporter phone#: (B)(6).

Event description:
It was reported that 5 bd safetyglide¿ needles where the safety shield failed. The following information was provided by the initial reporter "bd1 - 305922 - lot:1354640 - the safety needle is failing. All five are out of the same lot number"